Event description:
Per independent repair center, the unit had low o2 or yellow light. The key failure was the sieve beds leaking sieve. Additional malfunction for this device; the on/off switch was defective.